Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the left middle cerebral artery under hde (humanitarian device exemption) designation. Pre-procedure stenosis was 99%. Predilation was not performed. The patient was implanted with the subject device (stent). "Residual stenosis was 90%. No procedural complications reported during the stenting procedure itself." The site reported that the patient had a hemorrhagic conversion in the brain on the same day post-procedure. The patient later died in 2006.

Manufacturer narrative:
Subject device placed without incident; however, the patient experienced complications and expired. Follow up requests for additional information have not been successful to date. The reported adverse event is documented in the device directions for use. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn, as there is no apparent device failure. Because the device remains implanted, no evaluation will be performed.